Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results of the el5ml device found that it was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed in to the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feed-bar connectors were found to be separated, preventing the advancer from moving forward therefore causing the experienced feeding issue. Additionally the feed bar was found damaged. No conclusion could be reached as to what may have caused the found damage. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that at an unknown time for an unknown procedure, el5ml: machine error and non-clipping. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.